Event description:
Pt in the emergency room was being monitoring on ECG and bp monitor after having recevied morphine for chest pain and placed on a tridil IV infusing. The physician had returned to the pt's bedside approx 25 minutes after receiving the medication. The pt became unresponsive as their heart rate had dropped to 40's and bp to 70's systolic. The monitor alarms did not alert that the pt heart rate and bp had dropped below the alarm settings. ECG low rate alarm was set for 50, and nibp alarm was set for a low 90. A code blue was called, the pt was successfully resuscitated and transferred to the ICU. The pt later that day had a pacemaker inserted for low heart rate.